Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the implantable pulse generator (ipg) was interrogated, no electrograms were available and an invalid data error message was displayed. It was noted that the ipg was being used for external pacing. The ipg remains in use. No patient complications have been reported as a result of this event.